Event description:
(B) (4). It was reported that during a carotid artery stenting procedure the stent migrated. The target lesion was located in the ostium of the right internal carotid artery with 85% stenosis and was 35.0 mm long with a 5.0 reference vessel diameter. The physician treated the lesion with a filterwire ez and 2 carotid wallstents. The site reported a device malfunction with the first carotid wallstent when an inferior migration of the stent occurred. The second carotid wallstent was successfully implanted to fully cover the target lesion. The procedure was completed and there were no reported patient complications.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).